Event description:
It was reported that the customer received excessive no delivery alarms. It was also reported that the customer has been off the insulin pump since (B)(6) 2015. Customer's blood glucose level at the time 586mg/dl. Customer was unable to troubleshoot. Advised to discontinue use of the insulin pump. No additional information is provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump passed the prime test, excessive no delivery alarm test, and no excessive no delivery alarm test. The insulin pump was received with a cracked case at the display window corner, cracked reservoir tube lip and minor scratches on the display window.